Event description:
Caller reported that pump insulin delivery stopped in the middle of the night. There was no reported impact to the customer¿s blood glucose level. Customer was unable to provide the pump at the time of the call, and a follow-up contact was planned.